Event description:
The balloons burst during inflation in the femoral artery, which was described as calcified. The procedure was successfully completed with another opta pro balloon. There was no report of patient injury. As per the reporting affiliate, no additional procedural information is available. The products are available for evaluation and testing; however, they have not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This is one of two products used during the same procedure. Please reference MFR report #s 9610978-2006-00466 and 00467.